Event description:
An abbott architect systems integration representative was concerned with frequent architect i1000sr error code 1006 (unable to process test, background read failure) and error code 1007 (unable to process test, activated read failure) messages. The representative stated the error messages were generated over several different architect assays when reaction vessel lot 68393p100 was in use. As no patient samples were evaluated, there was no impact to patient management.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Suspect medical device, lot #: additional architect reaction vessel lot 69435p100, expiration: n/a. Upon further review, it was determined another suspect architect reaction vessel lot, 69435p100 was in use at the customer facility.

Event description:
A patient reported blood glucose results of "203, 70, and 120 mg/dl" with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology. The calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The issue was not resolved with troubleshooting. There were no allegation of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.